Event description:
It was reported during the implant attempt that the helix of the lead would not extend. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.